Event description:
Paramedics responded to a person described as in full cardiac arrest and with a long down time. Pacing/defibrillation/ECG electrodes were applied to the pt for a quick look in the device's paddles mode. According to the rptr, the monitor screen displayed what appeared to the operator as supraventricular tachycardia. Subsequent to administering countershocks for pulseless svt, the pt was connected to ECG electrodes. The rptr stated that when the monitor was switched to leads mode, the monitor screen displayed ventricular fibrillation. The pt was countershocked an unk number of times but was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability.